Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was a corroded driveshaft and set screw, as well as, problems with bearings. Those parts were replaced along with other components. Service did a clean lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating during an oral surgery. The procedure was successfully completed with another device. There were no adverse consequences reported as a result of this event.